Manufacturer narrative:
Patient date of birth, gender, and weight are unknown. Date of postoperative non-union is unknown. Date of original implant procedure is unknown. It is unknown if the complainant part will be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a nail broke at the hole for a helical blade. The patient had previously undergone a trochanteric fixation nail (tfn) procedure (date unknown) to address a sub-trochanteric fracture. The patient then experienced a non-union. A revision procedure occurred on (B)(6) 2015, during which the im nail, helical blade, and two (2) distal interlocking 5mm screws were removed. The surgeon reported that the 130 degree aiming arm used during this procedure was not interfacing with a compression nut. The surgeon further described the arm as ¿popping out.¿ no further information was provided. This report is 3 of 6 for (B)(4).